Event description:
The customer obtained positively biased vitros trop I results on a single patient sample on the vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were reported and the patient was referred to an alternate facility. There was no treatment given and no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that elevated results were obtained with the vitros trop I reagent. Repeat testing at an alternate facility did not confirm the results. The definitive root cause is unknown, however, dilution studies indicated a decrease in results that is consistent with an unknown interferent in the sample.